Event description:
The hospital reported that during a procedure, they experienced a total loss of image. The procedure was completed with a different but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the image was found flickering and after two hours of testing the device, the image turned black. This phenomenon was attributed to fluid invasion in the electrical connector of the device. In addition, corrosion was observed in the electrical connector, and control body unit of the device, which caused an electrical short and damaged the charge coupler device. This report is being filed as an MDR in an abundance of caution.